Event description:
It was reported the display of the blood glucose meter is defective. There is a black line in the middle which could lead to misinterpretation of the test result and bolus recommendation. The meter was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
No product was returned for evaluation; therefore, the customer's allegation of display defect could not be tested. Device was not returned to manufacturer.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.